Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found, however visual summary analysis of the lead indicated apparent explant damage; proximal segment returned and analyzed.

Event description:
It was reported that post implant the right ventricular (rv) lead had perforated the rv. The surgeon clipped off the tip of the lead that had perforated the rv. A week later, the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.